Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that air ingress occurred during procedure. The issue was resolved by flushing sheath removing dilator and /or catheter slowly. The procedure was completed successfully with original sheath. No patient complications occurred. The device was discarded by customer.